Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. A new charging cable and wall adapter was sent to the customer.